Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion and programing slow during therapy at the intensive care unit. No additional information is available.

Manufacturer narrative:
Correction b5: it was reported that the spectrum iq pump took too long to alarm for an upstream occlusion on slow drips. H6 medical device problem code: should be a070908 rather than a160105.